Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h4.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device fell apart - unattached, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during sterile processing, it was noted that the set screw/pin from the sagittal saw attachment device had broken and could no longer hold together on one side. During in-house engineering evaluation, it was observed that the device fell apart - unattached. It was further determined that the device had component damage - thread saw blade coupling. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling and check function of quick saw blade coupling. The event did not occur during surgery. There was no human patient involvement as this device is intended for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.